Event description:
The customer reported that erroneously elevated total bilirubin (tbil) results were generated from a unicel dxc 600 synchron system for one patient's sample. This report represents the erroneously elevated tbil results generated from a unicel dxc 600 synchron system on (B)(6) 2012. The initial patient sample was a hemolyzed heel-stick sample run in a sample cup. The erroneous, initial tbil result had been previously reported outside of the laboratory and the patient had been hospitalized based upon this previous tbil result. The hospital had redrawn the patient and had recovered lower tbil results. Subsequently the original sample was retested on the original instrument. The tbil results were elevated and concurred with the initial, erroneous tbil result. No other patient samples were affected.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was believed to be sample related. Beckman coulter inc. Assessment of customer supplied instrument/chemistry performance data indicated that tbil calibration and quality control results had been acceptable. No customer maintenance was needed, and no maintenance was performed specifically for this issue. Beckman coulter inc. Customer information sheets indicate red blood cell hemolysate as a source of interference; however the specific patient sample involved in this event was not interference tested and hence this cannot be confirmed for this event. The beckman coulter inc. Representative advised the customer to reject all hemolyzed neonatal heel stick samples for tbil. While the cause may have been sample-specific interference, a definitive root cause for this event has not been determined to date. Associated mdrs: 2050012-2012-00774, 2050012-2012-00775.